Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient has had three powerpiccs inserted as there had been dust caught in the valve. The patient¿s husband said he believes this has gone into patient¿s blood stream and caused his wife to have infections and a temperature of 40 degrees. The patient¿s husband has samples of a used and unused valve and both of these contained dust inside the valve. The patient¿s husband has also stated that the valve surface is not smooth. This reported addresses the first device placed.